Event description:
The lay user/patient's mother contacted animas on (B)(6) 2012 to report two separate issues. The reporter claimed that all the keypad buttons were unresponsive when pressed. The patient's mother also reported that the pump felt either warm or hot to the touch. At the time of troubleshooting, the patient's mother denied any visible damage to the pump's casing or keypad. The reporter stated she cleaned the pump with clorox wipes. Animas customer support informed the patient's mother that it was recommended to clean the pump using dish soap and water. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. Functionality testing of the keypad buttons was not able to be performed because there was no power to the pump. The keypad cover was removed for investigation and did not reveal any contamination or defect of the button contacts.